Manufacturer narrative:
(B)(4). Concomitant medical products: unknown extremity hardware. Report source: foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02645. Reference: camilla maccario, eric w. Tan, claudia angela di silvestri, cristian indino, h. Paco kang & federico giuseppe usuelli (2020). Learning curve assessment for total ankle replacement using the transfibular approach. Foot and ankle surgery. Https://doi.org/10.1016/j.fas.2020.03.005.

Event description:
It was reported in a journal article that six patients underwent a total ankle replacement surgery on an unknown date. Subsequently, patients developed symptomatic fibular hardware. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.